Event description:
It was reported to boston scientific corporation that an ultraflex partially covered tracheobronchial stent was used during a procedure within the left bronchus on (B)(6), 2010. According to the complainant, the device had been successfully placed within the lesion and the physician began to deploy the stent; however, after the suture was released a few knots, there was too much resistance to further deploy the sent. The sent was removed from the patient and another ultraflex partially covered tracheobronchial stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - (partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex partially covered tracheobronchial stent was used during a procedure within the left bronchus on (B)(6), 2010. According to the complainant, the device had been successfully placed within the lesion and the physician began to deploy the stent; however, after the suture was released a few knots, there was too much resistance to further deploy the sent. The sent was removed from the patient and another ultraflex partially covered tracheobronchial stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed with 10 stitches remaining to be deployed. No issues were noted with the crochet stitches at the point of release from the stent. A functional analysis was performed, and it was possible to retract the deployment suture and fully deploy the stent, however a strong resistance was encountered. No issues were noted with the profile of the deployed stent. Based on the condition of the returned device, and the ability to fully deploy the stent, the most probable root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.